Event description:
It was reported that the patient's right ventricular [rv] lead was not capturing; fluoroscopy revealed that the rv lead had dislodged. It was also reported that the device may have premature battery depletion. The rv lead was capped and replaced; the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.